Manufacturer narrative:
(B)(4).

Event description:
It was reported that the carto 3 sw version 1.1 was having pacing issues. The user would enable a catheter to pace, it would disappear on acl, and then if the user switched poles for pacing (delay of pacing re-routing); it would delay the changes and then paced at a high output. The high output caused a pt to go into atrial fibrillation (afib). Atrial fibrillation occurred almost immediately after the pacing. The pacing was then terminated upon recognition of the rhythm. It was stated that the pt went into an arrhythmia (afib) and self-terminated within 5-10 minutes after initiation. There was no procedure done to terminate the arrhythmia; the event was self-limiting. According to the hosp, the pt was undergoing general anesthesia at the time of the event. There was no significant changes in vital signs or level of consciousness were reported during or at the end of the ablation procedure. The pt was fully recovered and satisfied with the prognosis.